Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on investigation made on 12-nov-2018. It was reported that crossing difficulties occurred. The 90% stenosed, 12mmx2.25mm severely calcified and severely tortuous target lesion was located in the left anterior descending. A 12 x 2.25 promus premier stent was advanced but could not cross the lesion. The procedure was completed another of the same device. No patient complications were reported and the patients status is stable. However, device analysis revealed stent damage. Device evaluated by MFR.: promus premier ous mr 12 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.